Manufacturer narrative:
Failure analysis revealed that all operating currents are within specification. No unexpected low battery, off no power, or failed battery test alarms noted. The device functioned properly. The unit was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported that she changed the battery and that the insulin pump did not register that there was a battery in there. She stated that going through seven batteries and cleaning the battery compartment did not resolve the issue. The blood glucose reading was 161 mg/dl. She stated that the battery compartment was not damaged or corroded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.